Event description:
The patient reported that the cardiac resynchronization therapy pacemaker (crt-p) was not working and that their physician thought something was wrong with the crt-p as well. The following physician confirmed that the left ventricular (lv) lead was exhibiting high thresholds. The adaptive capture feature was turned off and the lead remains in use. No patient complications have been reported as a result of this event.